Manufacturer narrative:
(B)(4). Further information from the reporter regarding event has been requested. No additional information is available at this time. The events of "sensation" they could not describe, ¿sensitivity change¿, ¿tearing¿, ¿pus point¿, and ¿edematous bags¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Healthcare professional reported an injection of unspecified juvederm voluma in the patient's malar region. The patient was pre-treated with dermomax and chlorhexidine. The patient was given post injection instructions noting "do not massage the region and to sleep belly up". The patient noted during application a "sensation" they could not describe near their left eye. The physician noted they "thought it could be that of the effect of the anesthetic" and noted ending the procedure "without intercurrence". The next day the patient called the physician noting the "same sensitivity change". The patient was referred to an ophthalmologist who noted they "had not found any eye changes" and prescribed "eye drops lubricant". The injecting physician also prescribed prednisolone 40mg/day. The patient contacted the physician again the next day "complaining about tearing" and after 2 days reported "worsening of tearing and pus point". The patient was re-examined, however the physician noted "no signs of infection". The physician then started ciprofloxacin and clarithromycin and discontinued the eye lubricant. The next day the patient noted improvement in the "tearing" however "two inflatable, soft and non-phlogistic edematous bags appeared in lower eyelids." Symptom location is noted in the malar region. Symptoms are ongoing at this time.